Manufacturer narrative:
Please note that this device was used in an off-label manner, as it was implanted for gastric stimulation. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown . This was reported under regulatory report 3004209178-2021-09210, after additional review a new regulatory report was created to reflect information regarding trial complaints separate from the implant complaints. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient using an external neurostimulator (ens) for gastric stimulation. The patient reported that when they had the trial they had an issue. They told the doctor how much the trial helped so they told them to keep it in and the surgeon could take it out. The patient had the leads down the nose that were attached to the pack. When they got home they heaved. When the gagged, it caused the lead to come loose from the stomach and it coiled in their throat. They noted this occurred about 4 months prior. They said they pulled the whole thing out themselves, it hurt so bad they hyperventilated and there was blood everywhere.